Event description:
It was reported that the device was explanted in 2007 after an implant duration of 0 days. The reason for the explant is unknown, as no other details were provided.

Manufacturer narrative:
Device not returned.